Event description:
A customer was performing preventative maintenance on a trilogy 202 ventilator and a ventilator service required code was found related to a potential failure to the oxygen blending module. The customer requested manufacturer remote servicing. There was no reported patient involvement. Additionally, a ventilator service required reminder error code was found and the serial port has liquid damage. At this time, we are unable to confirm the alleged malfunction. The manufacturer's remote investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that during preventative maintenance on a trilogy 202 ventilator, a ventilator service required code was found related to a potential failure to the oxygen blending module. The customer requested manufacturer remote servicing. There was no reported patient involvement. The device was sent for bench repair. During inspection of the log file, an error code related to the potential failure of the oxygen blending module was observed. The oxygen blending module and the interface board were replaced to address the issue. Additionally, during inspection of the log file, an urgent reminder error code was observed. This is a notification to the user that one or more ¿ventilator service required¿ errors are active in the system. This is informational.